Event description:
Report received of an under-delivery. The device was returned from the critical care area with an unsigned note that stated the "device is infusing at a lower rate than it is set at". Though requested, specific pt and event information was not available including the pump settings and medication being infused. No adverse pt event reported. Multiple unsuccessful attempts have been made to obtain additional info.